Event description:
A patient reported experiencing inaccurate high and erratic results with a blood glucose of 16.3 mmol/l and 12.8 mmol/l on a lifescan meter. The patient's blood glucose tests were done less than 20 minutes apart with a difference of 21%. Patient did not experience any adverse events. Strips and meter in range with control solution. New strips and control sent to patient because supplies were close to the expiration date. They were using a family member's meter because their own, a competitor's, was not functioning. No further information has been reported.